Manufacturer narrative:
Please note that this device onyx trucor is not marketed in the united states; however, the device is deemed the same as the united states marketed device resolute onyx rx. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an index procedure one onyx trucor coronary drug eluting stent was implanted to treat a non-tortuous, non-calcified lesion with 85% stenosis in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. There were no issues noted during stent deployment, and the stent was fully deployed. It was reported that eighteen days post stent implantation, during a check angiogram, a sub-acute stent thrombosis was noted. The stent thrombosis occurred in the lad in the target region where the onyx trucor was previously implanted. The patient was on dual antiplatelet therapy (dapt) when the thrombotic event occurred. The event was treated by deploying another drug eluting stent over the previously deployed onyx trucor stent. The event was assessed as probably related to the device. The patient is reported to be healthy and is under constant follow ups. No further patient injury reported.

Manufacturer narrative:
Image analysis: images from 1st june confirm a lesion in the proximal lad. The images show the delivery and post deployment images for the trucor stent. The stent was post dilated. There was no evidence of vessel dissection or similar issue that could have made the patient more prone to a thrombus. Images from 19th june confirm the presence of thrombus inside the stent that was deployed on 1st june. The thrombus was also evident in the vessel distal to the stent. Another stent was delivered, deployed and post dilated to treat the thrombus. Final angiographic images confirmed that the thrombus was resolved with the treatment on 19th june. Annex d code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.